Event description:
It was reported that the patient's leadless pacemaker had inappropriately gone into reset mode during implant. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.